Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed displacement test and self test. Pump error 53 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer was reported that keys were responding but very delayed. Keypad was unresponsive at times. Insulin pump had hardware low level failures alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.